Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were not intact. Both cases were in excellent condition. System failure: syringe plunger not in place was found in the event history log. The technician performed syringe test and check the reading of syringe plunger sensor. Visual inspection and all the functional tests. Syringe plunger not in place was found at syringe test and failed syringe plunger sensor. The root cause of the reported issue was found to be plunger cable wires were broken. Replaced plunger cable. Performed preventive maintenance and all functional tests which passed.

Event description:
It was reported that there was a plunger error and not detecting the syringe occurred. No patient injury was reported.